Event description:
Additional information was received from a healthcare provider (hcp) via a post market clinical study. It was confirmed that the motor stall happened on (B)(6) 2015 but wasn't discovered until (B)(6) 2015. The cause of the motor stall was not determined.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider via a post market clinical study regarding a patient receiving hydromorphone (3.0 mg/ml) at 0.9010 mg/day, bupivacaine (30.0 mg/ml) at 9.010 mg/day, clonidine(350.0 mcg/ml) at 105.12 mcg/day, and compounded baclofen (50.0 mcg/ml) at 15.017 mcg/day via an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. Device interrogation on (B)(6) 2015 showed a pump motor stall with recovery without report of an MRI (magnetic resonance imaging). The event was related to the device or therapy, but not related to the implant procedure. No action was taken and the event was resolved without sequelae as of (B)(6) 2015. Additional information has been requested regarding the cause of the motor stall and a clarification of the date of device interrogation and the date of event resolution, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.